Event description:
Six months after these screws were implanted, the pt began complaining of pain. X-rays revealed a wire-like substance projecting from one of the scews. It is believed to be a "shard" which resulted when the second screw gouged into the first screw.